Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Reported lot (35656080-013) was unable to be confirmed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation presented a guidewire stuck. The guidewire and catheter worked as normal during prep and during ablation in the left superior vein. When the physician moved the wire and catheter into the left inferior vein, they stated that the wire felt stuck in the catheter. It did not feel as if the wire was stuck or entrapped on tissue. The physicians put on lead were able to remove the entire catheter. Outside of the body the catheter deployed as normal. We replaced the catheter and the physicians felt the same issue for the left inferior vein. We believe it might have pinched the catheter due to tortuous anatomy but are unsure. Putting on lead and checking on xray to see if the wire was trapped. It was not. We used xray to remove the entire device from the heart. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis.